Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify prime/fill anomaly due to buttons not responding. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump act button sometimes had to be pressed multiple times to work and sometimes insulin pump had to be told to prime more than once. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had random no delivery alarms once a week, there was a cracked on the battery compartment opening, battery goes through in ten days and cannula tips bent. The insulin pump will not be returned for analysis.